Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the use of the remote monitor was incapable due to its liquid leakage, as the result of poor storage condition for the monitor when it had not been used for a while. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.